Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the communicator was confirmed. The communicator¿s power adapter failed to output any significant voltage while plugged into an alternating current (ac) power source. The adapter became hot to touch during voltage and temperature measurements. It's case melted. There was an audible ringing sound made by the adapter while plugged into the power source. A burning smell was noticed. The adapter's green light emitting diode (led) was not on while plugged into the alternating current source. The power adapter was opened and visually inspected. The leads of zenner diode and the printed circuit board (pcb) were burned.

Event description:
Boston scientific received information that the power cord light did not turn on. Troubleshooting was performed. A boston scientific company representative informed the patient that the power cord needs to be replaced. A new power and return label were sent. The communicator remains in service. No adverse patient effects were reported.